Event description:
Event verbatim [preferred term] second degree burns; burn blister, red and painful [burns second degree] , two little dark spots they were little puffed up things, thinking possibly they leaked [product quality issue] , she put the patch on monday night may be and took it off like tuesday morning, did not check skin under the product [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to receive thermacare heatwrap (thermacare lower back & hip) , from a year ago for back spasms and muscle spasms. Medical history was none. Concomitant medication included a muscle relaxant baclofen tablet oral for muscle spasms on sunday ((B)(6) 2016) but baclofen did not help at all, so she took cyclobenzaprine may be, she was not even sure whether she took it on monday (B)(6) 2016 or tuesday (B)(6) 2016 for muscle spasms. Lidocaine (aspercreme 4%) over the counter cream on unknown date. No other medications. The patient had used only one on (B)(6) 2016, she put the patch on monday night (B)(6) 2016 and took it off like tuesday morning (B)(6) 2016 and that was when she noticed the burns. She was partially up and partially sleeping, but she wore it through the night. Wearing just pajamas over the patch. Did not wearing snug waistband or belt or similar like that nor applied pressure over the area. She just put it on her back directly. Did not exercise while using the product, she had muscle spasms and she could barely move. Did not check skin under the product while wearing thermacare, she did not even realize that she had burns, further mentioned that lidocaine (aspercreme 4%) over the counter cream was the first thing she put on their and probably lidocaine numbed it and that's why she did not feel it (burns). She went to the doctor and they were second degree burns, she got the patch and the patch might have leaked. She added that there were two little dark spots right in the area where these burns were, however she did not know what to call them, they were little puffed up things, they were like two little spots, rest all were normal. Patient mentioned that it seemed like burns have got worse after she took off the patch. She added that the burns were there and then she thinks that both burns blistered up. In one of the burns, skin was off and they were very red and painful, it got redder and redder. She added that couple of days went by and then she started having pain from them because they were burning and she was just treating by herself, she was just putting neosporin. The two spots that have leaked were at the same area where the burns were. Burns and blisters worsened till time of report, but then she figured that weekend was coming up and after she read on the internet about burns and how they progress, she thought to call the doctor if she was doing the right thing, if she should cover it or not cover it and then the doctor asked her to visit him. By the time of report, she got stuff to put on it and hopefully it (burns and blisters) is going to go away. Patient used the product before but did not experienced a problem/symptom. Patient currently not under the care of a physician for any medical condition, has none of the following conditions like diabetes, poor circulation, heart disease, and difficulty feeling heat or pain on your skin, rheumatoid arthritis, decreased sensation, neuropathy. Skin tone reported as medium to dark, slightly olive she guessed. She did not think she had sensitive skin, but by the time of report she beginning to wonder. Patient had no abnormal skin conditions. Consumer further mentioned that lidocaine (aspercreme 4%) over the counter cream was the first thing she put on their and probably lidocaine numbed it and that's why she did not feel it (burns). Patient read the usage instructions on thermacare before used the product. No lab test done. She put neosporin on it and by the time of report when she just came from the doctor, they put something called silva or something, she did not know what it is called and they gave her some to take home. Second degree burns; burn blister, red and painful were not resolved and other events outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the reported events burn second degree, product quality issue, and intentional device misuse as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. , comment: based on the information provided, the reported events burn second degree, product quality issue, and intentional device misuse as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] second degree burns; burn blister, red and painful/burned skin/r back superior to bra line with 2 burns [burns second degree] , two little dark spots they were little puffed up things, thinking possibly they leaked [product quality issue] , she put the patch on monday night may be and took it off like tuesday morning, did not check skin under the product [intentional device misuse] , superior one opened/ raw moist skin (larger) [blister rupture] , below that smaller blistered burn with surrounding erythema and discharge [wound drainage] , scarring [scar] , hypopigmented skin [skin hypopigmentation] , . Case narrative:this is a spontaneous report from a contactable consumer and contactable other hcp. A (B)(6) caucasian female patient started to use thermacare heatwrap (thermacare lower back & hip), lot number: l05913, expiry date: dec2017 (also reported as nov2017), from (B)(6) 2016 to (B)(6) 2016 for back spasms and muscle spasms. Medical history included hyperlipidemia. Concomitant medication included a muscle relaxant baclofen tablet oral for muscle spasms on sunday ((B)(6) 2016) but baclofen did not help at all, so she took cyclobenzaprine may be, she was not even sure whether she took it on monday (B)(6) 2016 or tuesday (B)(6) 2016 for muscle spasms, lidocaine (aspercreme 4%) over the counter cream on unknown date, maintenance medication for hyperlipidemia and numerous supplements/vitamins. There was no relevant drug history, drug or alcohol abuse, drug allergies, family history. The patient had used only one on (B)(6) 2016, she put the patch on monday night (B)(6) 2016 and took it off like tuesday morning (B)(6) 2016 and that was when she noticed the burns, described by the other hcp as r back superior to bra line with 2 burns; superior one opened/ raw moist skin (larger); below that smaller blistered burn with surrounding erythema and discharge. She was partially up and partially sleeping, but she wore it through the night, wearing just pajamas over the patch. She did not wear a snug waistband or belt or similar like that nor applied pressure over the area. She just put it on her back directly. She did not exercise while using the product, she had muscle spasms and she could barely move. She did not check skin under the product while wearing thermacare, she did not even realize that she had burns, further mentioned that lidocaine (aspercreme 4%) over the counter cream was the first thing she put on and probably lidocaine numbed it and that's why she did not feel it (burns). She went to the doctor and they were second degree burns, she got the patch and the patch might have leaked. She added that there were two little dark spots right in the area where these burns were, however she did not know what to call them, they were little puffed up things, they were like two little spots, rest were normal. Patient mentioned that it seemed like the burns got worse after she took off the patch. She added that the burns were there and then she thinks that both burns blistered up. In one of the burns, skin was off and they were very red and painful, it got redder and redder. She added that a couple of days went by and then she started having pain from them because they were burning and she was just treating by herself, she was using neosporin. The two spots that leaked were at the same area where the burns were. Burns and blisters worsened until time of report, but then she figured that weekend was coming up and after she read on the internet about burns and how they progress, she thought to call the doctor if she was doing the right thing, if she should cover it or not cover it and then the doctor asked her to visit him. By the time of report, she got stuff to put on it and hopefully it (burns and blisters) is going to go away. Patient used the product before but did not experience a problem/symptom. Patient was currently not under the care of a physician for any medical condition, has none of the following conditions like diabetes, poor circulation, heart disease, and difficulty feeling heat or pain on your skin, rheumatoid arthritis, decreased sensation, neuropathy. Skin tone reported as medium to dark, slightly olive she guessed. She did not think she had sensitive skin, but by the time of report she beginning to wonder. Patient had no abnormal skin conditions. Consumer further mentioned that lidocaine (aspercreme 4%) over the counter cream was the first thing she put on their and probably lidocaine numbed it and that's why she did not feel it (burns). Patient read the usage instructions on thermacare before used the product. No lab test done. She put neosporin on it and by the time of report when she just came from the doctor. She was treated with silvadene cream for six days. She was not admitted to the hospital and surgical treatment was not needed. The action taken with thermacare heatwrap was permanently withdrawn on (B)(6) 2016. Second degree burns; burn blister, red and painful were resolved with sequelae (recovered now with scarring, described as hypopigmented skin in area of previous burn consistent with scar) and other events outcome was unknown. According to the reporting other hcp, there was a causal effect between the product and events. Additional information has been requested and will be provided as it becomes available. Follow-up (13oct2016): new information received from a contactable consumer included product data (device lot # and expiration date). Follow-up (21oct2016): new information received from a contactable other hcp included concomitant medications, product data (additional expiration date, start date, stop date, action taken), reaction data (event verbatim r back superior to bra line with 2 burns, additional events of superior one opened/raw moist skin (larger); below that smaller blistered burn with surrounding erythema and discharge, scarring and hypopigmented skin), treatment and causality assessment. Company clinical evaluation comment based on the information provided, the reported events burn second degree, product quality issue, and intentional device misuse as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the reported events burn second degree, product quality issue, and intentional device misuse as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Evaluation of consumer returned sample shows no obvious defects.

Event description:
Second degree burns; burn blister, red and painful/burned skin/r back superior to bra line with 2 burns [burns second degree]. Two little dark spots they were little puffed up things, thinking possibly they leaked [product quality issue]. She put the patch on monday night may be and took it off like tuesday morning, did not check skin under the product [intentional device misuse]. Superior one opened/ raw moist skin (larger) [blister rupture]. Below that smaller blistered burn with surrounding erythema and discharge [wound drainage]. Scarring [scar]. Hypopigmented skin [skin hypopigmentation]. Case description: this is a spontaneous report from a contactable consumer and contactable other hcp. A (B)(6) female patient started to use thermacare heatwrap (thermacare muscle & joint) (device lot number: l05913, expiration date: nov2017), from (B)(6) 2016 for back spasms and muscle spasms. Medical history included hyperlipidemia. Concomitant medication included a muscle relaxant baclofen tablet oral for muscle spasms on sunday ((B)(6) 2016) but baclofen did not help at all, so she took cyclobenzaprine maybe, she was not even sure whether she took it on monday (B)(6) 2016 or tuesday (B)(6) 2016 for muscle spasms, lidocaine (aspercreme 4%) over the counter cream on unknown date, maintenance medication for hyperlipidemia and numerous supplements/vitamins. There was no relevant drug history, drug or alcohol abuse, drug allergies, family history. The patient had used only one on (B)(6) 2016, she put the patch on monday night (B)(6) 2016 and took it off like tuesday morning (B)(6) 2016 and that was when she noticed the burns, described by the other hcp as r back superior to bra line with 2 burns; superior one opened/ raw moist skin (larger); below that smaller blistered burn with surrounding erythema and discharge. She was partially up and partially sleeping, but she wore it through the night, wearing just pajamas over the patch. She did not wear a snug waistband or belt or similar like that nor applied pressure over the area. She just put it on her back directly. She did not exercise while using the product, she had muscle spasms and she could barely move. She did not check skin under the product while wearing thermacare, she did not even realize that she had burns, further mentioned that lidocaine (aspercreme 4%) over the counter cream was the first thing she put on and probably lidocaine numbed it and that's why she did not feel it (burns). She went to the doctor and they were second degree burns, she got the patch and the patch might have leaked. She added that there were two little dark spots right in the area where these burns were, however she did not know what to call them, they were little puffed up things. They were like two little spots, the rest were normal. Patient mentioned that it seemed like the burns got worse after she took off the patch. She added that the burns were there and then she thinks that both burns blistered up. In one of the burns, skin was off and they were very red and painful, it got redder and redder. She added that a couple of days went by and then she started having pain from them because they were burning and she was just treating by herself, she was using neosporin. The two spots that leaked were at the same area where the burns were. Burns and blisters worsened until time of report, but then she figured that weekend was coming up and after she read on the internet about burns and how they progress, she thought to call the doctor if she was doing the right thing, if she should cover it or not cover it and then the doctor asked her to visit him. By the time of report, she got stuff to put on it and hopefully it (burns and blisters) is going to go away. Patient used the product before but did not experience a problem/symptom. Patient was currently not under the care of a physician for any medical condition, has none of the following conditions like diabetes, poor circulation, heart disease, and difficulty feeling heat or pain on your skin, rheumatoid arthritis, decreased sensation, neuropathy. Skin tone reported as medium to dark, slightly olive she guessed. She did not think she had sensitive skin, but by the time of report she beginning to wonder. Patient had no abnormal skin conditions. Consumer further mentioned that lidocaine (aspercreme 4%) over the counter cream was the first thing she put on their and probably lidocaine numbed it and that's why she did not feel it (burns). Patient read the usage instructions on thermacare before used the product. No lab test done. She put neosporin on it and by the time of report when she just came from the doctor. She was treated with silvadene cream for six days. She was not admitted to the hospital and surgical treatment was not needed. Action taken with thermacare heatwrap was permanently withdrawn on (B)(6) 2016. Second degree burns; burn blister, red and painful were resolved with sequelae (recovered now with scarring, described as hypopigmented skin in area of previous burn consistent with scar) and other events outcome was unknown. According to the reporting other hcp, there was a causal effect between the product and events. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Evaluation of consumer returned sample shows no obvious defects. Additional information has been requested and will be provided as it becomes available. Follow-up (13oct2016): new information received from a contactable consumer included product data (device lot # and expiration date). Follow-up (21oct2016): new information received from a contactable other hcp included concomitant medications, product data (additional expiration date, start date, stop date, action taken), reaction data (event verbatim r back superior to bra line with 2 burns, additional events of superior one opened/raw moist skin (larger); below that smaller blistered burn with surrounding erythema and discharge, scarring and hypopigmented skin), treatment and causality assessment. Follow up (25oct2016): new information received from product quality complaints (pqc) group included: updated suspect product quality investigation results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment based on the information provided, the reported events burn second degree, product quality issue, intentional device misuse, blister rupture, wound drainage, scar, and skin hypopigmentation as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified.

Event description:
Event verbatim [preferred term] second degree burns; burn blister, red and painful [burns second degree] , two little dark spots they were little puffed up things, thinking possibly they leaked [product quality issue] , she put the patch on monday night may be and took it off like tuesday morning, did not check skin under the product [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) caucasian female patient started to use thermacare heatwrap (thermacare lower back & hip), lot number: l05913, expiry date: dec2017, from a year ago for back spasms and muscle spasms. Medical history was none. Concomitant medication included a muscle relaxant baclofen tablet oral for muscle spasms on sunday ((B)(6) 2016) but baclofen did not help at all, so she took cyclobenzaprine may be, she was not even sure whether she took it on monday (B)(6) 2016 or tuesday (B)(6) 2016 for muscle spasms, lidocaine (aspercreme 4%) over the counter cream on unknown date. The patient had used only one on (B)(6) 2016, she put the patch on monday night (B)(6) 2016 and took it off like tuesday morning (B)(6) 2016 and that was when she noticed the burns. She was partially up and partially sleeping, but she wore it through the night, wearing just pyjamas over the patch. She did not wear a snug waistband or belt or similar like that nor applied pressure over the area. She just put it on her back directly. She did not exercise while using the product, she had muscle spasms and she could barely move. She did not check skin under the product while wearing thermacare, she did not even realize that she had burns, further mentioned that lidocaine (aspercreme 4%) over the counter cream was the first thing she put on and probably lidocaine numbed it and that's why she did not feel it (burns). She went to the doctor and they were second degree burns, she got the patch and the patch might have leaked. She added that there were two little dark spots right in the area where these burns were, however she did not know what to call them, they were little puffed up things, they were like two little spots, rest were normal. Patient mentioned that it seemed like the burns got worse after she took off the patch. She added that the burns were there and then she thinks that both burns blistered up. In one of the burns, skin was off and they were very red and painful, it got redder and redder. She added that a couple of days went by and then she started having pain from them because they were burning and she was just treating by herself, she was using neosporin. The two spots that leaked were at the same area where the burns were. Burns and blisters worsened until time of report, but then she figured that weekend was coming up and after she read on the internet about burns and how they progress, she thought to call the doctor if she was doing the right thing, if she should cover it or not cover it and then the doctor asked her to visit him. By the time of report, she got stuff to put on it and hopefully it (burns and blisters) is going to go away. Patient used the product before but did not experience a problem/symptom. Patient currently not under the care of a physician for any medical condition, has none of the following conditions like diabetes, poor circulation, heart disease, and difficulty feeling heat or pain on your skin, rheumatoid arthritis, decreased sensation, neuropathy. Skin tone reported as medium to dark, slightly olive she guessed. She did not think she had sensitive skin, but by the time of report she beginning to wonder. Patient had no abnormal skin conditions. Consumer further mentioned that lidocaine (aspercreme 4%) over the counter cream was the first thing she put on their and probably lidocaine numbed it and that's why she did not feel it (burns). Patient read the usage instructions on thermacare before used the product. No lab test done. She put neosporin on it and by the time of report when she just came from the doctor, they put something called silva or something, she did not know what it is called and they gave her some to take home. Second degree burns; burn blister, red and painful were not resolved and other events outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the reported events burn second degree, product quality issue, and intentional device misuse as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Follow-up (13oct2016): new information received from a contactable consumer included product data (device lot # and expiration date)., comment: based on the information provided, the reported events burn second degree, product quality issue, and intentional device misuse as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Evaluation of consumer returned sample shows no obvious defects.

Event description:
Event verbatim [preferred term] second degree burns; burn blister, red and painful/burned skin/r back superior to bra line with 2 burns [burns second degree], two little dark spots they were little puffed up things, thinking possibly they leaked [product quality issue], she put the patch on (B)(6) night may be and took it off like (B)(6) morning, did not check skin under the product/put it on her back directly [intentional device misuse], she put the patch on monday night may be and took it off like (B)(6) morning, did not check skin under the product/put it on her back directly [device use error], superior one opened/ raw moist skin (larger) [blister rupture], below that smaller blistered burn with surrounding erythema and discharge [wound drainage], scarring [scar], hypopigmented skin [skin hypopigmentation]. Case narrative: this is a spontaneous report from a contactable consumer and contactable other hcp. A (B)(6) caucasian female patient started to use thermacare heatwrap (thermacare muscle & joint) (device lot number: l05913, expiration date: nov2017), from (B)(6) 2016 for back spasms and muscle spasms. Medical history included hyperlipidemia. Concomitant medication included a muscle relaxant baclofen tablet oral for muscle spasms on ((B)(6) 2016) but baclofen did not help at all, so she took cyclobenzaprine maybe, she was not even sure whether she took it on (B)(6) 2016 for muscle spasms, lidocaine (aspercreme 4%) over the counter cream on unknown date, maintenance medication for hyperlipidemia and numerous supplements/vitamins. There was no relevant drug history, drug or alcohol abuse, drug allergies, family history. The patient had used only one on (B)(6) 2016, she put the patch on (B)(6) night (B)(6) 2016 and took it off like (B)(6) morning (B)(6) 2016 and that was when she noticed the burns, described by the other hcp as r back superior to bra line with 2 burns; superior one opened/ raw moist skin (larger); below that smaller blistered burn with surrounding erythema and discharge. She was partially up and partially sleeping, but she wore it through the night, wearing just pajamas over the patch. She did not wear a snug waistband or belt or similar like that nor applied pressure over the area. She just put it on her back directly. She did not exercise while using the product, she had muscle spasms and she could barely move. She did not check skin under the product while wearing thermacare, she did not even realize that she had burns, further mentioned that lidocaine (aspercreme 4%) over the counter cream was the first thing she put on and probably lidocaine numbed it and that's why she did not feel it (burns). She went to the doctor and they were second degree burns, she got the patch and the patch might have leaked. She added that there were two little dark spots right in the area where these burns were, however she did not know what to call them, they were little puffed up things. They were like two little spots, the rest were normal. Patient mentioned that it seemed like the burns got worse after she took off the patch. She added that the burns were there and then she thinks that both burns blistered up. In one of the burns, skin was off and they were very red and painful, it got redder and redder. She added that a couple of days went by and then she started having pain from them because they were burning and she was just treating by herself, she was using neosporin. The two spots that leaked were at the same area where the burns were. Burns and blisters worsened until time of report, but then she figured that weekend was coming up and after she read on the internet about burns and how they progress, she thought to call the doctor if she was doing the right thing, if she should cover it or not cover it and then the doctor asked her to visit him. By the time of report, she got stuff to put on it and hopefully it (burns and blisters) is going to go away. Patient used the product before but did not experience a problem/symptom. Patient was currently not under the care of a physician for any medical condition, has none of the following conditions like diabetes, poor circulation, heart disease, and difficulty feeling heat or pain on your skin, rheumatoid arthritis, decreased sensation, neuropathy. Skin tone reported as medium to dark, slightly olive she guessed. She did not think she had sensitive skin, but by the time of report she beginning to wonder. Patient had no abnormal skin conditions. Consumer further mentioned that lidocaine (aspercreme 4%) over the counter cream was the first thing she put on their and probably lidocaine numbed it and that's why she did not feel it (burns). Patient read the usage instructions on thermacare before used the product. No lab test done. She put neosporin on it and by the time of report when she just came from the doctor. She was treated with silvadene cream for six days. She was not admitted to the hospital and surgical treatment was not needed. Action taken with thermacare heatwrap was permanently withdrawn on (B)(6) 2016. Second degree burns; burn blister, red and painful were resolved with sequelae (recovered now with scarring, described as hypopigmented skin in area of previous burn consistent with scar) and other events outcome was unknown. According to the reporting other hcp, there was a causal effect between the product and events. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Evaluation of consumer returned sample shows no obvious defects. Additional information has been requested and will be provided as it becomes available. Follow-up (13oct2016): new information received from a contactable consumer included product data (device lot # and expiration date). Follow-up (21oct2016): new information received from a contactable other hcp included concomitant medications, product data (additional expiration date, start date, stop date, action taken), reaction data (event verbatim r back superior to bra line with 2 burns, additional events of superior one opened/raw moist skin (larger); below that smaller blistered burn with surrounding erythema and discharge, scarring and hypopigmented skin), treatment and causality assessment. Follow up (25oct2016): new information received from product quality complaints (pqc) group included: updated suspect product quality investigation results. Follow-up attempts are completed. No further information is expected. Amendment: this follow up is being submitted to amend previously reported information: the event term wrong technique in device usage process was added as well as the event verbatim "she just put it on her back directly". Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the reported events burn second degree, product quality issue, intentional device misuse, device use error, blister rupture, wound drainage, scar, and skin hypopigmentation as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified., comment: based on the information provided, the reported events burn second degree, product quality issue, intentional device misuse, device use error, blister rupture, wound drainage, scar, and skin hypopigmentation as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified.